Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Theperformance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead revealed a rubbed through insulation at about 15 cm and 21 cm distal to the is-1 connector pin. The coating of the conductor cables to the ring electrode and to the rv shock coil were found damaged in these areas. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Interaction between the lead body and the generator housing should be taken into consideration. Furthermore deformations of the rv shock coil were found which occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - an alert regarding out of range shock impedances came from homemonitoring and the patient was called in for a follow-up. Manual painless impedance tests were conducted and this lead measured between 25 ohms and 88 ohms. When the lead was removed there were signs of kinking close to the connector pin at about 8cm.